Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that after the catheter was inserted, the monitor displayed "co unmeasurable". The catheter was reconnected, but the same message was displayed. As a result, the catheter was exchanged with a new one and was measured successfully.